Event description:
Artificial sphincter cuff removed due to urethral erosion, unknown etiology. The single artificial urinary sphincter was replaced with a tandem cuff. Following the procedure; the patient had good continence, but in the last few weeks has developed increasing pain and discomfort with urination, which was an acute change. Cystoscopy in the office revealed erosion of the cuff tear in the bulbous urethra.